Event description:
It was reported that an animal underwent an ovarian hysterectomy on (B)(6) 2022 and suture was used. Post-operatively, it was reported that the patient stretched, and all three sutures snapped. No adverse consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequences? Was any re-suturing performed on the pet? Please kindly confirm. Was there any alleged deficiency with the device noted intra-op or post-op examination? Please explain. Product code? Lot number? What is the pet current status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via: 2210968-2022-02786 and 2210968-2022-02787.

Manufacturer narrative:
Roduct complaint #(B)(4). Date sent to the FDA: 05/20/2022. Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as additional information d1, 2a, 2b, h6 additional information was requested, and the following was obtained: I'm sorry - it was 1 packet of ethicon pds sutures: pds ii, 0, CT-1, 27", 36 count and 2 packets of ethicon monocryl sutures: 2-0, fs-1, 36", y943g, 12 count it was 3 layers of suture that snapped and yes the patient was taken back to surgery as her intestines were hanging out, abdomen was flushed and she was resutured and has recovered uneventfully! Events reported via: 2210968-2022-02786, 2210968-2022-02787 and 2210968-2022-02788.